Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, reset error test, basic occlusion test, occlusion test, excessive no delivery alarm test and prime test. The motor passed the motor test. No motor error alarm was noted. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the error alarm occurred during basal. Customer does not recall any significant events leading up to the error alarm. Blood glucose level was 310 mg/dl at the time of the call. No further information was provided.